Event description:
On (B)(6) 2010 pt reported she has had ongoing issues with air bubbles in the insulin cartridge during use. Pt stated she will fill a new insulin cartridge, completely prime all of the air bubbles out of it and 2 days later she will notice large air bubbles in the cartridge, but not in the line. Pt reported the bubbles are always at the top near the adapter. Pt stated she does return the piston rod to 315. Advised to adjust the piston rod to 5 units less than the cartridge volume by using the down button. Advised to make sure the cartridge, adapter and infusion set are all attached before she loads the cartridge into the infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation. On follow up call on (B)(6) 2010 pt reported she has not had any air bubbles form in the cartridge since her call. She stated she had not been adjusting the piston to 5 units less than the cartridge volume.